Manufacturer narrative:
(B)(4). Report source: foreign- singapore. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the aseptic battery housing opened during surgery. This event is related to a malfunction that could potentially lead to a sterility issue. Due diligence is in progress for this complaint; to date, whatever additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated:b4, b5, d9, e1, g3, g6, h2,h3, h6, h10 DHR review was performed. Device was 8 months old and is not out of box failure. Upon receipt, the lid would not lock as intended as the locking mechanism was broken. The device was returned to the customer unrepaired with a discharge letter. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.